Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms the cutting block knob came loose from the device. The smalley wave spring that connects the cutting block knob to the device is missing. The device was manufactured in 2018. The device exhibits signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure, the screw that adjusts ap height came loose and fell off. It broke inside the patient, but all the pieces were recovered. There was an s&n backup device available. There were no delays in the procedure and no patient injuries reported.